Event description:
Event: intraarticular infection: in 2008 - a pt started artz dispo (=sodium hyaluronate) injection bilaterally into the knee for osteoarthritis with 1% xylocaine 2 ml. Four months later, he received artz dispo injections bilaterally with 1% xylocaine 2 ml. Two days later, intraarticular infection occurred. He was admitted. Orthopedist considered that this event couldn't be denied to artz dispo. According to the reporting pharmacist, xylocaine was put into artz dispo syringe from 10 ml vial. Five syringes are made at a time. The reporting pharmacist considered that this event was not related to artz dispo.

Manufacturer narrative:
We are now investigating this case. #9612392-2008-00010, 9612392-2008-00011 were also reported from the same facility.